Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The right plunger case and battery door was cracked. Pump gave off an audible alarm indicating c-9 was broken of the interconnect board. Evidence of reported problem in event log was found. During the evaluation of the device, contamination was found on the left plunger case flippers which was causing the let plunger case flipper to stick. The cause of these faults were found to be customer induced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed a "check plunger sensor" message. There was no reported adverse event.